Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received unspecified alarms. Additionally, the customer experienced blood glucose (bg) readings of "high"; however, a specific value was not provided. The customer administered a manual injection to address bg level. No additional information regarding the alarm was provided by the customer.